Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of lightheadedness, and it was not possible to establish telemetry with the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.